Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indicated for coronary, used in the peripheral anatomy. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon and hub, consistent with handling and the stent delivery system (sds) being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the xience v was used in the popliteal artery, which may have contributed to the reported difficulty. It should be noted the xience v instructions for use states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The hypotube was separated distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. An attempt was made to obtain clarification from the account as to when the hypotube separation occurred; however there was no notice of the separation at the account. It is likely that the shaft was kinked and further manipulation during packing for return analysis may have contributed to the shaft ultimately separating. In this case, the reported use of the xience v in the popliteal artery may have contributed to the reported failure to advance, but does not appear to have contributed to the hypotube separation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incident reported for hypotube separations for this lot. In this case, the reported difficulty appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected online for damage.

Event description:
It was reported that during a procedure of the popliteal artery, the xience v stent system could not cross the target lesion. The patient was treated satisfactorily with a 3.5 x 30 non-abbott stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Device analysis revealed the shaft had separated.